Event description:
Consumer alleges his heating pad caught on fire causing injury and damage.

Manufacturer narrative:
A prepaid label was sent to the consumer for return of the product, but consumer is refusing to return the product.